Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a primary right knee replacement on (B)(6) 2022 and a revision on (B)(6) 2022 due to "locking device plate & bushing" broke. Patient reported the surgeon removed a "round plastic disk" which allegedly broke in half. Patient claimed no specific trauma prior to revision.

Event description:
Patient reported a primary right knee replacement on (B)(6), 2022 and a revision on (B)(6), 2022 due to "locking device plate & bushing" broke. Patient reported the surgeon removed a "round plastic disk" which allegedly broke in half. Patient claimed no specific trauma prior to revision.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed via review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to including the product inquiry summary, an operative report from the revision tka surgery as well as limited medical records related to this surgery. The event description from the product inquiries summary states: patient reported a primary right knee replacement on (B)(6), 2022 and a revision on (B)(6), 2022 due to "locking device plate & bushing" broke. Patient reported the surgeon removed a "round plastic disk" which allegedly broke in half. Patient claimed no specific trauma prior to revision. Patient wanted to know what the "warranty" was on the parts and wants to know if cost can be covered. The operative report confirms that a revision surgery was performed on (B)(6) 2022. The reason for the revision is that the locking mechanism for the ts insert had failed, the insert came loose and had fractured. Although the root cause for this failure cannot be discerned from this limited information it should be noted that the operative report denoted that the patient had a high bmi of 46.9 which could be contributory. Should additional information become available I would be happy to further this assessment. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to including the product inquiry summary, an operative report from the revision tka surgery as well as limited medical records related to this surgery. The event description from the product inquiries summary states: patient reported a primary right knee replacement on (B)(6), 2022 and a revision on (B)(6), 2022 due to "locking device plate & bushing" broke. Patient reported the surgeon removed a "round plastic disk" which allegedly broke in half. Patient claimed no specific trauma prior to revision. Patient wanted to know what the "warranty" was on the parts and wants to know if cost can be covered. The operative report confirms that a revision surgery was performed on (B)(6) 2022. The reason for the revision is that the locking mechanism for the ts insert had failed, the insert came loose and had fractured. Although the root cause for this failure cannot be discerned from this limited information it should be noted that the operative report denoted that the patient had a high bmi of 46.9 which could be contributory. Should additional information become available I would be happy to further this assessment. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.